Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("hemorrhages") and noninfective oophoritis ("ovarian inflammation") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), noninfective oophoritis (seriousness criterion medically significant), mental disorder ("psychological damage"), discomfort ("discomfort"), headache ("headache") and skin discolouration ("skin spots especiallyon the face"). The patient was treated with surgery (waiting the surgery to remove essure). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, genital haemorrhage, noninfective oophoritis, mental disorder, discomfort, headache and skin discolouration outcome was unknown. The reporter considered abdominal pain, discomfort, genital haemorrhage, headache, mental disorder, noninfective oophoritis and skin discolouration to be related to essure. The reporter commented: the gynecologist told her that essure has to be remove but the procedure is not easy, they have to explore to find the device and she can loss the fallopian tubes even, the uterus. The patient commented that she was not informed about the complexity of the removal or about the adverse events. She cried as first reaction. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 28-aug-2017 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed 1.202. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.